Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they received the trial yesterday and this morning they had to use the catheter again. Patient said they called the center and were told at first that they needed to come into the clinic, but then got a call back that they did not need to call in and it was normal and to call manufacturer instead. Agent reviewed option for therapy adjustments, patient stated they had not received instructions on what adjustment to make yet. Agent sent email to manufacturing representative (rep) relaying patient question and requesting their assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.